Manufacturer narrative:
Patient information was not made available from the site. On 03/09/2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware area failed: camera would power cycle intermittently. Replaced external camera cable. Issue resolved. Return requested. Replacement camera kit shipped to site. Camera kit returned to manufacturer, unused. Return requested. Replacement cable ext camera shipped to site. Medtronic investigation of returned suspect device finds that the returned cable was is good condition and passed a continuity test with no opens or shorts detected. No problem found.

Manufacturer narrative:
Only patient sex and age were provided by the site. A medtronic representative replaced the camera cable first, and it ran fine for a while but then the issue recurred. He upgraded the firmware and it ran fine for a while (over 6 hours) but then the issue recurred. The scu and I/o hub were replaced and no further issues have been reported since. After the I/o hub, scu and external camera cable were replaced a system checkout was performed on (B)(4) 2015. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Software investigation completed: ndi version required updating to current revision. Software is functioning as designed. Hardware analysis as follows: external scu (system control unit) to psu (position sensor unit a.k.a. Camera) cable: the returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Replacement camera was returned unused. I/o (input/output) hub: when connected with the returned scu, the I/o hub performed as expected without cycling. No problem found. Scu (system control unit): manufacture date april 2010. The scu was connected to a known good system along with the returned I/o hub. The setup ran without issue for several hours. No problem found.

Event description:
A medtronic representative reported that, while in a cranial procedure, after registering the patient and beginning to go sterile, the camera started beeping and the first light on the left of the camera began flashing green. There was no delay in the procedure. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.